Event description:
New information notes that both the right ventricular (rv) lead (ra) atrial lead were capped on (B)(6) 2023 and replaced. The patient condition was stable before, during, and afterwards.

Event description:
Related manufacturer reference number: 2017865-2023-38047. Related manufacturer reference number: 2017865-2023-40908. New information notes that the patient felt presyncopal. Device interrogation revealed noise oversensing on the right ventricular (rv) lead (ra) atrial lead and pacemaker. No changes or intervention were reported. The patient condition was stable.